Event description:
It was reported to philips that the system live monitor had display problems. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency diagnostic procedure. The procedure was delayed by less than 20 minutes and then completed as planned after the reference signal was connected to the live monitor. No harm or injury was reported to philips. A philips remote service engineer (rse) connected with the customer who reported that the real-time screen was black. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the dp converter had a problem. The fse replaced the fru dp sl dvi ext. Tx. The defective part was returned for failure analysis, but no root cause could be determined by the analysis team. After the fru dp sl dvi ext. Tx was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.